Event description:
Patient presented in-hospital after receiving several inappropriate shocks due to noise. Noise was not reproducible. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.